Event description:
It was reported that since surgery in january caller has been the one using the charger to charge the ins and thought the implant was fully charged because the 3 green lights were all lit. Reviewed ins battery level information and some general recharging information. Caller said 3 weeks ago thursday patient (pt) woke up and could not move any of their limbs, they were so stiff they could not move they called 911. Caller said the patient has never had these symptoms before. Caller said they put the patient into the hospital, did CT scans then put the patient into a rehab hospital. Caller said the patient's arms and hands are working now but their legs are still not moving. Caller asked if the issue could have occurred because they were not properly recharging the patient's ins. Caller said pt's dbs doctor was made aware of the issue but had not seen the patient in person to check their dbs and their doctor was currently out of town. Pss reviewed if stim stopped because the ins battery was depleted they would need to use the communicator and handset to turn it back on. Caller said they have not used the handset and communicator to connect to check the ins battery status and had not used the handset during charging, caller was not with the patient at the time of the call. Recommended caller, call pats back when they had the equipment and were with the patient to check and possibly recharge the ins and turn stim back on if needed. Caller will bring the equipment to the patient and call pats back. Caller provided feedback regarding training for the recharging equipment. Caller said brief recharging information was provided at 6am before the surgical procedure and they got no instruction at the follow-up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient rep called back to get education on how to use external equipment to check ins battery level and therapy status. The caller repeated information regarding the patient being in the hospital/rehab and unable to walk. The caller thought they may not have been charging the ins properly. The caller repeated information regarding how they received inadequate education when they were initially shown how to use external equipment (on implant date). During the call, the wr had already made a connection to the ins, so agent had the caller open the recharger app. The caller noted that the ins battery level was at 0%, the wr had a 'good connection' with the ins, and therapy was off. Agent reviewed that therapy could be turned back on using the communicator and dbs therapy app, and advised the caller to get confirmation from the patient's managing hcp that it was okay to turn therapy back on, given that it would resume at the therapy settings prior to therapy turning off. Agent reviewed how to use the c ommunicator and dbs therapy app. In the dbs therapy app, the caller got a notification that said 'low battery. Recharge neurostimulator battery to prevent further loss of therapy. Service code: 626.' Agent reviewed meaning of message. The caller said they would reach out the patient's managing hcp to confirm it was okay to turn therapy back on. Agent encouraged the caller to continue charging the patient's ins battery, and reviewed how to check ins battery level in the recharger app.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the consumer reported they were having difficulty with the recharger. At the beginning of the call the wireless recharger was beeping (searching for implant). Shortly afterwards, the wireless recharger made a connection to the implant and resumed charging. The consumer mentioned they were in the dbs therapy app and could see the ¿no communicator found¿ error message. It was reviewed the dbs therapy app should only be used with the communicator. The consumer launched the recharger app with a good connection resolving the issue.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the ins battery at 0% was likely due to it not being charged correctly. The actions taken to resolve the patient symptoms were the patient's wife was instructed on how to charge and the patient improved. Therapy was able to be turned back on and the issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.